Event description:
A report was received that the patient underwent a revision procedure wherein the the leads and ipg were replaced for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that one of the leads had migrated. Model: sc-1132, sn: (B)(4). Device evaluation indicated that the device passed all tests performed.

Manufacturer narrative:
Model number/catalog number: sc-2158-50, serial number: (B)(4), batch/lot number: 18253762/2000017017, model/catalog description: linear lead kit 50 cm.

Event description:
A report was received that the patient underwent a revision procedure wherein the the leads and ipg were replaced for an unknown reason. The patient was doing well postoperatively.